Manufacturer narrative:
Block e1: initial reporter state/province: (B)(6) block h6: device code 1069 captures the reportable event of guide catheter broken. Block h10: the returned flexima biliary delivery system was analyzed, and a visual evalaution noted that the guide catheter was removed from the delivery system, the distal section of the guide catheter became stretched and broken, also the guide catheter was kinked in several locations. The other components were not returned for analysis. No other issues with the device were noted. The reported event was confirmed. As per complaint information, the issue occurred during the procedure, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend of the guide catheter, this condition could result to retracting it due to friction between the kinked areas in the catheter, continued attempts to retract the guide catheter in order to release the stent or force retracting the guide catheter in order to release the stent could result in guide catheter to become stretch and break. Therefore, adverse event related to procedure is selected as the most probable root cause for this complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: e1 (initial reporter phone)

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary performed on (B)(6), 2020. According to the complainant, during stent deployment, the guide catheter broke into two parts. The broken guide catheter remained within the push catheter enabling the entire device to be removed from the patient without issues. The stent was implanted successfully with the help of a guidewire and a pusher. There were no serious injuries nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary performed on (B)(6) 2020. According to the complainant, during stent deployment, the guide catheter broke into two parts. The broken guide catheter remained within the push catheter enabling the entire device to be removed from the patient without issues. The stent was implanted successfully with the help of a guidewire and a pusher. There were no serious injuries nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.